Manufacturer narrative:
H3: product analysis equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within a dispenser track. Visual inspection/damage location details upon visual examination, no issues were found with the echelon-10 hub. No damages were found with the catheter body. The distal tip was noted to be pre-shaped. No damages were found with the distal tip. No other anomalies were observed. Testing/analysis (including sem reports): : the echelon-10 total length was measured to be ~155.6cm. The echelon-10 useable length was measured to be ~147.7cm which is within specification. The echelon-10 micro catheter was flushed, water was found to be leaking from within the inner strain relief. The outer and inner strain reliefs were removed, the catheter was re-flushed, and water was found to be leaking from within the distal end of the hub nose. The echelon-10 was found to be leaking from around the catheter shaft seated within the hub. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. The returned echelon-10 micro catheter was found to be leaking from around the catheter shaft seated within the hub. It is likely an inadequate and/or incomplete hub bonding, resulting in the leak at the catheter hub/strain relief contributed to the catheter leak. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for aneurysm. It was noted that the patient's vessel tortuosity was normal. The access vessel was the femoral artery, with 2 mm diameter. It was reported that during preparation of the echelon, water leakage was observed at the proximal hub. There was no force applied while connecting the y connector or syringe to the catheter hub, and the catheter was not inspected or tested prior to use. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.